Event description:
The customer received questionable hemoglobin a1c generation 2 (a1c) results for approximately 300 patient samples. The customer calibrated the assay and repeated controls and patient samples. The customer stated he corrected reports for 115 patient samples. Data was only provided for three patient samples. Sample 1 original result reported outside the laboratory as 12.11 %, repeat result was 8.45 %. Sample 2 original result reported outside the laboratory as 8.77 %, repeat result was 6.02 %. Sample 3 original result reported outside the laboratory as 7.56 %, repeat result was 4.52 %. The repeat result was believed to be correct. The patients were not adversely affected. The a1c reagent lot number was 65595001 with an expiration date of 04/30/2013. The field service representative suspected there was a micro clot in sample probe. He replaced both sample probes and cleaned wash stations. He also suspected a defect in sample side fluidic system. He replaced the chain cables, 5ul syringes, air dryers for both st1 and st2 and replaced s1, s2, r1 and r2 syringes. To verify the analyzer operation, he performed initialization, probe calibration and sample and reagent flow checks successfully. He also ran performance testing with all results within specifications. The customer ran calibration, qc and precision with results within their specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.